Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter stated that the pump has poor battery life. In addition, the pump has a crack on the battery cap and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history revealed a replace battery alarm and low battery voltage at the time of the alarm. The battery compartment was observed to be cracked. Corrosion was also visible in the battery compartment. The pump electrical current draws were tested and were within specifications. A leak test was performed and a battery compartment leak was confirmed. The pump case was opened and no further evidence of moisture damage was found.